Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-32393. It was reported the patient complained of worsened pain. An abbott representative met with the patient to performed an impedance check of the patient's scs system and found all contacts on the right lead were high. The representative was unable to reprogram the patient's scs system and re-establish effective stimulation therapy for the patient. Surgical intervention was taken and the patient's scs system leads were replaced with a surgical style lead. There were no complications during the procedure. Stimulation therapy was restored postoperatively.